Event description:
It was reported that the pt experienced intermittent lock between the external equipment and the cochlear implant. The pt was seen at the center for eval. External equipment was exchanged and programming adjustments were made. Testing performed confirmed that the pt's device was no longer functioning. Surgery to explant the pt's device has been scheduled.